Event description:
A female patient with a bmi of 21.11 kg/m2 was enrolled in the study with 1-vessel disease. The patient's medical history includes previous percutaneous coronary intervention, hyperlipidaemia and myocardial infarction. The patient's pre-procedure medications included: aspirin and clopidogrel. Pre-procedure creatinine was 8.7 mg/dl. The main indication for this intervention was unstable angina. The target lesion was a native, restenotic, non-ostial, type b1 stenosis in the proximal left circumflex artery (lcx). The reference vessel diameter was 2.5mm and the lesion length was 16mm. Pre-procedure diameter stenosis was 70%. The patient's intra procedure medications included: aspirin, clopidogrel and heparin. The lesion was pre-dilated with a 2.5 x 12mm balloon inflated to 10atm and a 2.5 x 18mm cypher select stent was electively deployed to 16atm with satisfactory results. The stent was post-dilated with a 2.5 x 9mm balloon inflated to 20atm. Post-procedure diameter stenosis was 0%. The patient's post-procedure medications included: aspirin and clopidogrel (six month duration). During the one-month and six-month follow-ups, the patient was asymptomatic. The medication treatment of aspirin, clopidogrel and statins was ongoing. Approximately 11 months post index procedure, the patient was admitted to the hospital for three days due to acute cerebrovascular accident (cva). The patient was transferred to another facility for stroke rehab and was there for 8 days. This event was graded as severe; however, it was reported to be unrelated to the device and unrelated to the index procedure. This event was resolved with sequelae. Cypher select product is not distributed in the us; however, it is similar to the us distributed cypher product. Additional information will be submitted within 30 days of receipt. On the eighth day of rehab, the patient was transferred back to the hospital due to chest discomfort. The pt was ruled coronary syndrome (acs). Stroke rehab continued while the pt was hospitalized. The pt was discharged after approx one month's hospitalization. This event was graded as moderate in severity and was reported to be possibly related to the device and possibly related to the index procedure. During the one year follow-up in 2008, the patient experienced angina pectoris. The medication treatment of aspirin was ongoing.